Manufacturer narrative:
No correction was needed as no malfunction was detected. The root cause is a handling failure. According to the log files (received on (B)(6) 2019, actualized aware date) the customer started the pump with no disposable connected. In the instruction for use (IFU) is stated that it is necessary to decrease the flow to zero before disconnecting and connecting the disposable to the device. Thus the failure could not be confirmed as there was no malfunction. The occurrence rate regarding the above complaint is below the acceptance rate. Thus, no remedial action required.

Event description:
Retrieving a patient. Perfusionist moved hls circuit from one cardiohelp to another. Machine showed alarm ¿ unique circuit conflict¿ and would not run. Returned to original machine and same alarm showed. Had to hand crank until a new circuit could be primed. Complaint ID: (B)(4).